Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer. G4: 510k #: k130520. Visual inspection of the actual sample upon receipt found no anomaly such as a breakage. After rinsing and drying of the actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. The measured values were confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45 mmhg. [Circulation conditions] blood flow rate: 6 l/min and 4 l/min, v/q:1, fio2: 100%. [O2 transfer volume] @6 l/min: 386 ml/min., @4 l/min: 278 ml/min. [Co2 removal volume] @6 l/min: 326 ml/min., @4 l/min: 238 ml/min. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report was found. Based on the investigation result, the gas transfer performance of actual sample after rinsing met the factory's specifications, and no anomaly was found. As a cause that pao2 did not increased, it was thought that the contact between the blood and oxygen gas had been hindered due to some factors, which resulted in the decreasing gas exchange performance; however, the cause could not be clarified based on the results of the investigation of the actual sample. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements.". "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2.. -to increase pao2, increase fio2.. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow.". "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved.". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the pao2 did not increase as expected. They wanted to maintain the pao2 at 300mmhg; however, it only increased to the late 200s. Therefore, an investigation of the oxygenator in question was requested. Normally, when they increase fio2 to 80%, the pao2 becomes 400mmhg. The impression they had about the actual device was that the gas exchange performance became worse than at the start of the procedure. The actual device was used as is with no problem. The case was completed safely and successfully. There was no patient injury or medical/surgical intervention required. The patient was not harmed.